Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris secondary set was loose the following information was received by the initial reporter with the following verbatim: a chemo suite nurse reported to me today that there has been some recent issues with the secondary med line in terms of the male luer being loose and in some cases coming off completely. This is a significant risk if occurs when chemo is running. I have a photo of a sample from yesterday and the pharmacy tech in the suite today reports that there was another incidence today (sample and tubing not kept but we have the lot number).

Manufacturer narrative:
It was reported by the customer reported a chemo suite nurse reported to me today that there has been some recent issues with the secondary med line in terms of the male luer being loose and in some cases coming off completely. A sample of a male luer collar was submitted for quality investigation. Visual inspection under magnification shows a slight crack in the body of the luer. The crack may allow the luer collar to deform abnormally making it easier to separate from the luer body. Although the luer collar can be confirmed separated from an infusion set, the rest of the infusion set was not submitted and therefore a full investigation cannot be conducted. A root cause could not be determined because the full luer assembly was not provided to conduct a full investigation. The manufacturer of the luer component was made aware of the issue. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: 10016073 lot#: unknown. It was reported by the customer reported a chemo suite nurse reported to me today that there has been some recent issues with the secondary med line in terms of the male luer being loose and in some cases coming off completely. This is a significant risk if occurs when chemo is running. Verbatim: a chemo suite nurse reported to me today that there has been some recent issues with the secondary medline in terms of the male luer being loose and in some cases coming off completely. This is a significant risk if occurs when chemo is running. I have a photo of a sample from yesterday and the pharmacy tech in the suite today reports that there was another incidence today (sample and tubing not kept but we have the lot number).